Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event loop detachment. Block h11: investigation results: the device returned and it was found during visual inspection that the loop was detached from the cannula. Also, there is a picture attached confirming the analyzed condition. On the other hand, the device was sent to x-ray to have a better visualization of the wire inside of the cannula. No other problem was noted. The reported event of "loop detachment of device or device component" can be confirmed. The product record review confirmed that this was not a new failure type, and the risk was anticipated. Device analysis found the loop without the cannula loop, the cannula loop helps to identify if there was a good crimp between both. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Boston scientific as initiated an investigation to address the allegation of loop detachment".

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, it was reported that the loop wire broke and dropped in the patient body. The procedure was completed with another 10mm round cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event loop detachment.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, it was reported that the loop wire broke and detached and fell in the patient body. The procedure was completed with another 10mm round cold snare. There were no patient complications reported as a result of this event.